Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the black screen on the monitor with no image (which did not return to normal) was damage to the endoscope connector. Additionally, the scope connector and the circuit board unit within scope connector were found to be dirty due to water leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited a black screen on the monitor with no image. Additionally, the scope connector and the circuit board unit within the scope connector were found to be dirty. There was no patient involvement.